Event description:
A peritoneal dialysis pt's nurse called in with a report of cycler drain issues. Upon review on the pt's treatment data an overfill was noted. There was no pt injury and the pt is asymptomatic. See scanned table. The reported drain volume of 3701 was 185% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.